Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A followup MDR will be submitted when additional information is obtained. Complaints will continue to be reviewed and monitored for trends. At this time, the expiration date is unable to be captured due to a technical glitch with esubmitter. The actual device expiration date shall be documented as january 04, 2025.

Event description:
It was reported that during a transcarotid artery revacularization (tcar) procedure, angiogram revealed a dissection after the enroute 0.014" guidewire could not be advanced through the common carotid artery (cca). The arterial sheath was pulled back and re-sutured in place, and the guidewire was then advanced through the cca and internal carotid artery (ica). The physician elected to place a third-party stent cover the dissection flap. The patient was extubated and was able to pass the neurologic exam.